Manufacturer narrative:
The customer¿s report of the infusion dripping faster than intended was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log showed that at 6:03 pm on (B)(6) 2015 the device was programmed to infuse clevidipine 25mg/50ml at a rate of 4ml/hr and a vtbi of 8ml. At 6:04 pm, the device alarmed for patient side occlusion and the infusion was restarted. After that, between 6:05 pm and 6:19 pm, the device was paused and restarted 6 times. At 6:22 pm, the device was paused a 7th time and then the device was removed from the system. The total volume recorded as being infused during this period was 0.274ml. Functional testing performed and found the device to be delivering fluid within specification. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of cleviprex 25mg/50ml intended to run at 4ml/hr was initiated at 1800 and noted to be dripping faster than anticipated. The clinician in attendance paused the infusion and observed some of the drug continued to enter the primary line at the site where the secondary was y-sited to the primary. The secondary was reportedly disconnected and tested running and pausing into a small container; it was observed to run despite being paused. The cleviprex infusion was restarted in a new channel utilizing the same bottle and tubing and the infusion completed without incident. The customer has stated that the issue was observed at the onset of the infusion and the patient received very little of the medication before the infusion was stopped and the remedy was employed. Although an initial report indicated the patient had an unspecified drop in blood pressure the customer has subsequently stated that there was no change in vital signs, no medical intervention required and no patient harm.

Event description:
The customer reported an infusion of cleviprex 25mg/50ml intended to run at 4ml/hr was initiated at 1800 and noted to be dripping faster than anticipated. The clinician in attendance paused the infusion and observed some of the drug continued to enter the primary line at the site where the secondary was y-sited to the primary. The secondary was reportedly disconnected and tested running and pausing into a small container; it was observed to run despite being paused. The cleviprex infusion was restarted in a new channel utilizing the same bottle and tubing and the infusion completed without incident. The customer has stated that the issue was observed at the onset of the infusion and the patient received very little of the medication before the infusion was stopped and the remedy was employed. Although an initial report indicated the patient had an unspecified drop in blood pressure the customer has subsequently stated that there was no change in vital signs, no medical intervention required and no patient harm.

Manufacturer narrative:
Correction e.1 initial reporter address.